Event description:
It was reported that stent dislodgement remained in the patient and chest pain occurred. The 70% stenosed target lesion was located in mildly tortuous and mildly calcified proximal left anterior descending artery (lad). A synergy 2.5x20 was advanced and deployed in the lad. They noticed that the diagonal branch was also shut off, so the vessel was wired and predilation was performed with an emerge 2.0x12 balloon to open the vessel side branch. Another synergy xd 2.25x12mm was advanced for treatment, however resistance was felt in the diagonal branch. When pulling back the delivery system the stent came off balloon in the proximal lad to left main. Several images were taken to verify the location of the stent, they thought that the stent may have been in the guide catheter so they removed all the equipment from the body. The undeployed stent was seen in front of the lad stent. They attempted to snare the stent but only a part of stent strut was able to removed. During this time the patients blood pressure started to drop and they complained of chest pain. They quickly wired the lad, predilated the vessel and deployed a 3.5x32 megatron stent from proximal lad to left main. Ivus was used to assess the vessel and confirmed the undeployed stent was trapped behind the megatron stent. The patient recovered well from low blood pressure and chest pain and left the room with normal vital signs.